Manufacturer narrative:
Customer runs qc once per day. Qc data was not provided. The specimens were collected in edta tubes by venipuncture. After obtaining erratic and incomplete hgb results, the customer had stopped running the instrument until service repaired the instrument. A field service engineer (fse) was dispatched to the customer's lab: the fse addressed tubing that carries diluent from the pumps to the baths. The fse bleached apertures and cuvette. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic and incomplete hemoglobin (hgb) results that were generated by the coulter lh 750 analyzer. Seven (a-g) patient samples were tested for hgb and erratic and incomplete results were obtained. The customer remixed the original samples and then rerun a second time for verification. (The initial and the repeated hgb results are provided in b6). The customer does not believe any erroneous results were reported out of the lab. There was no death or serious injury, and no change to patient treatment as a result of this event.